Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective ps3 power supply that was removed and replaced. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys had a vertical lift column that was initially stuck in the "up" position, and became operation for a time later in the day. Intermittent vertical lift column failure.